Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received. Upon interrogation, the patient's right ventricular (rv) lead had ventricular oversensing. The lead is still in use. No patient complications have been reported as a result of this event.